Event description:
On (B)(6) 2012, the site physician contacted agfa to report when users selected "left stenosis" in the "graft duplex conclusion" section in impax cv reporting non-invasive (niv) module, "right stenosis" appeared in the sentence displayed within the printed representation of the report. The site began using niv module in (B)(6) 2011 and this issue was noted by the site on (B)(6) 2012. The site developed an interim solution for this issue by entering the correct finding for the left graft into the "comment" section within the "graft duplex finding" section. Investigation revealed the niv module contained by default, incorrect sentences for the specific sections identified above. Specifically, the clinical sentences used to describe a "left stenosis" via the "graft duplex finding" section instead contained the wording "right stenosis." This led to incorrect clinical findings displayed on the printed representation of the reports, due to the incorrect wording of the structured data. The site's pacs admin confirmed there was no patient harm or impact reported for this event. On (B)(4) 2012, agfa remotely accessed the site's system and corrected the incorrect sentences within the "duplex graft" section. On (B)(4) 2012, agfa informed the site that the issue with the wrong sentences within their database was resolved. Further investigation by agfa identified affected reports from august 2011 to (B)(4) 2012, the time frame when the site started to use the niv report module, which by default contained incorrect sentences. Agfa's clinical product manager reviewed all affected patient reports and the associated "graft duplex conclusion" sections. A list with affected reports and the findings of agfa's investigation will be provided to the site with the recommendation for the site to re-evaluate all affected reports. The customer has confirmed that the current niv reporting module is working well with no other issues. A supplemental report will be provided after the identified affected reports are re-evaluated by the customer.

Manufacturer narrative:
Investigation revealed the niv module contained by default, incorrect sentences for the specific sections identified above. Specifically, the clinical sentences used to describe a "left stenosis" via the "graft duplex finding" section instead contained the wording "right stenosis". This led to incorrect clinical findings displayed on the printed representation of the reports, due to the incorrect wording of the structured data. On (B)(4) 2012, agfa remotely accessed the site's system and corrected the incorrect sentences within the "duplex graft" section. On (B)(4) 2012, agfa informed the site that the issue with the wrong sentences within their database was resolved. Further investigation by agfa identified affected reports from august 2011 to (B)(4) 2012, the time frame when the site started to use the niv report module, which by default contained incorrect sentences. Agfa's clinical product manager reviewed all affected patient reports and the associated "graft duplex conclusion" sections. A list with affected reports and the findings of agfa's investigation will be provided to the site with the recommendation for the site to re-evaluate all affected reports. The site's pacs admin confirmed there was no patient harm or impact reported for this event and the customer has also confirmed that the current niv reporting module is working well with no other issues. A supplemental report will be provided after the identified affected reports are re-evaluated by the customer.